Event description:
It was reported that the nurse reported there was a low flow alarm in an arctic sun device. A functional verification showed even at a circulation pump command (cpc) of 100 percentage the inlet pressure was not able to go over -2.8psi. Discussed this was indicative of a failed circulation pump. Stated they would order and replace it locally. Per follow up information received via phone on (B)(6) 2024, it was reported that the at this time, they were in the process of getting new equipment and it was undecided if they were going to repair or replace the device. No patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified as a circulation pump failure. A DHR is not required as this is not an out-of-box failure. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse reported there was a low flow alarm in an arctic sun device. A functional verification showed even at a circulation pump command (cpc) of 100 percentage the inlet pressure was not able to go over -2.8psi. Discussed this was indicative of a failed circulation pump. Stated they would order and replace it locally. Per follow up information received via phone on 30may2024, it was reported that the at this time, they were in the process of getting new equipment and it was undecided if they were going to repair or replace the device. No patient involvement.